Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter would not deploy during filter placement procedure. The user tried multiple things to push hard but the filter did not detach. A new filter set was used to finish the procedure. No adverse effects on the patient has been reported due to this occurrence. The complaint product was returned for evaluation and included an introducer sheath, an introducer dilator , a jugular introducer, a celect-pt filter, a cap from the stopcock. Furthermore, an unknown device was found inserted in the check-flo valve, and the purpose hereof is not clear. The filter was detached and two of the primary filter legs were attached to each other. The filter introducer had a bend, however the release mechanism was found functional. The filter introducer was tested by attaching the filter to the introducer, and the filter was here released without any difficulty. No visual defects was found on the grasping hook or on the filter hook. Several measurements were made of the filter and the grasping hook, which was all in accordance to specifications, besides the grasping hook length. However, this has no effect on the release mechanism and could be a consequence of the several attempts to release the filter. The likely cause for the reported event could possibly be excessive tension during deployment of the filter. IFU states that the user should push the release button completely to ensure proper release of the filter, while keeping slight back tension on the introducer. Furthermore, IFU states that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated, as occurred in this reported event. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5)PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter would not deploy. Physician tried multiple things to push hard but filter never detached. The patient was not harmed and did not need any additional procedures. Nothing broke off the filter and was left inside the patient. A second filter was opened and placed in the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.